Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material was likely a simethicone type product. The foreign material was likely not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the aspiration housing colored ring was worn, the air/water housing colored ring was worn, the switch had a hole in the button, the plug air/water connector was loose, the down angulation was out of specification, there was play evident in the up/down and right/left angulation, and the up/down brake did not hold. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed the evis lucera elite colonovideoscope exhibited white residue in the air/water channel. There were no reports of patient involvement.